Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old female patient in cardiac arrest, the device did not recognize the attached electrode pads. A second set of electrode pads were tried with the same result. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. The device was put through extensive troubleshooting without duplicating the customer's report. The device successfully passed the final test procedure, was recertified, and returned to the customer. It is noteworthy to mention the electrode pads used at the time of the reported event were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.